Event description:
It was reported that the customer's fill estimates were inaccurate after loading a cartridge with cold insulin. The customer's blood glucose level was high (305 mg/dl), but is unk if it is related to fill estimate issue. During troubleshooting, it was confirmed that the pump was delivering insulin properly.

Manufacturer narrative:
Product has been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.